Manufacturer narrative:
No product was returned by the customer. As a result, a complaint investigation / product evaluation and problem confirmation cannot be performed.

Event description:
It was reported that the pump alarmed biomed had error during pepcid infusion using famotidine IV, pump changed out. No patient injury was reported.